Event description:
The customer contact reported that solution from the secondary line backflowed into the primary container. Line a, of the pump was programmed to deliver 5% dextrose in water. Line b, of the pump was programmed for concurrent delivery of 200ml of intravenous immunoglobulin (ivig) and the deliveries were started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the solution from the secondary line container backflowed into the primary container. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)